Event description:
Perfusion reported the inner lumen of intra-aortic balloon pump (iabp) catheter was unable to transduce pulsatile pressure and unable to be aspirated immediately following insertion.